Event description:
It was reported resistance was found when the spring wire guide was inserted into the arrow raulerson syringe (ars) during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn # (B)(4).

Manufacturer narrative:
(B)(4). Upon initial investigation of the returned sample, it was found that the malfunction was not reportable; thus the initial MDR, submitted on 23-mar-2023, should be retracted.